Event description:
It was reported to philips the battery would not charge. There was no patient involvement or harm. This event was reported to have occurred outside of clinical use. An authorized service provider (asp) was requested. Further information has been requested. If additional information becomes available at a later date, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6).

Manufacturer narrative:
H10: the customer requested that a philips authorized service personnel (asp) be dispatched to the customer site to provide additional assistance and confirmed the battery malfunction. Third party vendor replaced the battery to resolve the reported issue. The unit was functionally tested and successfully passed all testing. The unit was returned to service. No other anomaly was reported. Although requested, the defective parts were not received at this time. A supplemental report will be submitted if the part is received and evaluated.